Manufacturer narrative:
The patient's sensor was inserted in (B)(6) 2017, and the sensor's expected life span was 180 days. Therefore, at the time of experiencing this incident, the sensor was beyond its expiration period. In (B)(6) 2025, the patient began experiencing pain at the insertion site, accompanied by a burning and stinging sensation. The patient consulted their healthcare provider (hcp) and was prescribed benuron as treatment. The patient should continue consulting the hcp for any medical assistance. An attempt had been made to remove the sensor in the past, but it was unsuccessful. The patient could not recall the date of this removal attempt. On (B)(6) 2025, the patient had another appointment with the hcp, during which the sensor was located using x-ray. However, since the patient was not feeling well, the removal procedure was postponed. The patient plans to schedule another appointment with the hcp for sensor removal. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient reported pain at the site of expired sensor. The sensor was inserted in (B)(6) 2017 and it has not been removed yet. The pain began in (B)(6) 2025 and the symptoms included burning and stinging sensation. The patient consulted hcp and was prescribed benuron.